Manufacturer narrative:
(B)(4). Concomitant med products: cutter device. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the post operation, it was observed that the craniotome device had an unspecified malfunction. It was further reported that once returned, it was observed that a cutter device was found to be stuck in the attachment device. During in-house engineering evaluation, it was determined that the device failed visual assessment, cutter insertion assessment, and lock operation assessment. It was further determined that the device had contaminated bearings and a drilled neuro tip. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.